Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Product identification: the reported product is a trident inline-offset impaction, p/n 209830, l/n 31128 and RMA 266005. Inspection: visual inspection showed fractured shaft where the shaft meets the impaction platform. See attachment. Product history: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 07/15/2015 with no reported discrepancies. Complaint history review: a review of complaints related to p/n 209830, l/n 31128 show 1 additional complaints related to the failure in this investigation. The pr's are 1105590. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Conclusion: visual inspection showed fractured shaft where the shaft meets the impaction platform. This confirms the failure claimed in this report.

Event description:
Tip that impaction platform inserts into, broke. Case type: tha.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Tip that impaction platform inserts into, broke. Case type: tha.